Event description:
It was reported that a perforation and pericardial effusion had occurred. The patient had atrial fibrillation radiofrequency ablation and a left atrial appendage (laa) closure procedure under general anesthesia. The physician performed radiofrequency ablation successfully. The physician then began the laa closure procedure. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The was was positioned in the laa of the patient and the wds was inserted into it. The closure device was then deployed in the laa of the patient. While checking on the release criteria of the device the patients blood pressure suddenly decreased to 60/40mmhg. The fluoroscopy and echocardiography imaging showed that the patient had a pericardial effusion, so the physician performed a pericardiocentesis. About 300ml fresh blood (200ml autotransfusion) was taken off. At the same time, the physician notified thoracic surgery to perform a thoracotomy. There were multiple thrombus found when the physician opened the pericardium. The patients blood pressure then increased and it was discovered that the distal end of the la was ruptured. The incision was surgically closed and the closure device was left in the patient. The patients vital signs returned to normal and they were transferred to the thoracic surgery ICU for further treatment. The patient is awake and stable following these events.